Event description:
During service the unit was found to shut down and was unable to be powered up on internal or external power. The condition (to date) is unrepeatable. The device remains on extended testing.